Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Low bg cause was not known. Customer consumed carbohydrates to address bg. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.